Manufacturer narrative:
Additional information added to h6 and h10. H10: the actual device was not available; however, a companion sample was received for evaluation. During visual inspection of the provided photographic samples, the non-return valve between the syringe and the line was missing. Per the prismaflex operator manual, instructs the user to ¿do not operate the control unit without the non-return valve present at the end of the anticoagulant infusion line¿. Due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. However, the most probable cause of the event was related to a user error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex machine, the heparin syringe disconnected from the holder without any alarm. The patient was connected to the prismaflex device and the extracorporeal circuit was not directly connected to the patient but to an extracorporeal circuit of an extracorporeal membrane oxygenation (ECMO) system. The patient lost approximately 10ml of blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.